Event description:
An alarm issue was reported with the adc application in use with an iphone 10 with ios version 16.3.1 operating system. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced weakness and was unable self-treat, requiring emergency services to transport and to treat (unspecified treatment) the customer while on their way to the emergency room (ER) where they received additional treatment with glucose (oral and gel). No further treatment or medication was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Sensor was scanned with reader to re-establish bluetooth connection and then was placed at a distance from the sensor. Signal loss message was not displayed. Therefore, the issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The user reported missing high and low glucose alarms with the freestyle librelink application. Attempted to replicate the user¿s complaint using similar configuration and successfully received high and low glucose alarm notifications. The user complaint could not be reproduced. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with an iphone 10 with ios version 16.3.1 operating system app version- 10 2.8.1.6120 . The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced weakness and was unable self-treat, requiring emergency services to transport and to treat (unspecified treatment) the customer while on their way to the emergency room (ER) where they received additional treatment with glucose (oral and gel). No further treatment or medication was reported. There was no report of death or permanent impairment associated with this event.